Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician's handheld screen was blank. The screen had a blue line going down the left side and soft/hard resets and taking out of the battery did not resolve the issue. The power light would turn on, however, the screen would remain blank. The physician was sent a replacement handheld device and his old handheld device was returned to the manufacturer for analysis. There were no anomalies found with the software that could have contributed to the reported event. During analysis of the handheld, it was observed that the screen was defective which caused the screen to be blank. Once the screen was replaced with a known good screen, the issue resolved.